Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. Quality inspectors perform a bond strength test of the tubing assemblies during the manufacturing process. A corrective action is not required at this time. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a spike set. The customer states that the device ruptured and disconnected. The disconnect occurred in the silicone tubing. This occurred during use. The feed completely stopped. The device was replaced. As a result, there was a delay in the diet.